Event description:
It was reported that the unspecified bd¿ infusion set had air in the line, and when opening the pump to troubleshoot it, the tubing separated from the pump and caused medication to leak out. The following information was provided by the initial reporter: "we had an incident this morning regarding tubing. The nurse stated the pump was alarming "air in line". When the nurse opened the door to troubleshoot, the nurse stated the tubing completely separated from the top blue notch that rests on the pump. This resulted in medication getting everywhere."

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 22103523 . D4: medical device expiration date: 04oct2025. H4: device manufacture date: 04oct2022. D4: medical device lot #: 22103524. D4: medical device expiration date: 05oct2025. H4: device manufacture date: 05oct2022. H6: investigation summary the customer reported separation during infusion of the pumping segment, and returned one used sample. The complaint was verified, and the set separated at the upper fitment. The silicon showed evidence of the ring retainer being attached to the tubing, but the ring retainer was not returned. Root cause is traced to the user in cases like this. Device history record review for model 2420-0500 lot number 22103523 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 2420-0500 lot number 22103524 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion set had air in the line, and when opening the pump to troubleshoot it, the tubing separated from the pump and caused medication to leak out. The following information was provided by the initial reporter: "we had an incident this morning regarding tubing. The nurse stated the pump was alarming "air in line". When the nurse opened the door to troubleshoot, the nurse stated the tubing completely separated from the top blue notch that rests on the pump. This resulted in medication getting everywhere."